Event description:
It was reported that a 1.5 x 20 mm mini trek was implanted on (B)(6) 2014. There were no reported device or procedure issues. It was later noted that the device was used past the expiration date of (B)(6) 2014. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for use after expiration reported from this lot. It should be noted that the rx trek information for use (IFU): note the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.